Event description:
It was reported that during set up prior to surgical procedure at the user facility, the sonopet 110v console irrigation wheel was not working. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device was repaired and passed all testing before being returned to the customer.

Event description:
It was reported that during set up prior to surgical procedure at the user facility the sonopet 110v console irrigation wheel was not working. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Device not yet received, evaluation will be conducted upon return.